Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. Addendum: this supplemental MDR is sent to make corrections identified on the initial MDR.

Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures.

Event description:
Hospital contact reported "ring come out" of a ventalex mesh.